Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Analysis of the system log file confirmed that there was malfunction in the fd controller. During troubleshooting, the fse examined fdc (flat detector controller) and found self-test error. The fse replaced the lan cable and downloaded board software, which did not resolve the issue. The fse recommended to replace the fdc. Since, it was not covered in contract, replacement was not done.

Event description:
It was reported to philips that exposure was not possible. No patient or user harm was reported. Philips has started an investigation of this complaint.